Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy.

Event description:
It was reported, the programmer would not interrogate a patient. A different rf (radio-frequency) head was tried, with the same result. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.